Event description:
On (B)(6) 2010 I had surgery to repair 2 bilateral inguinal hernias. They were repaired at the same time with johnson and johnson ultra-pro mesh. I awoke one day with an unusual pain coming from the right side where my hernia was repaired. That was months ago and it has steadily gotten worse. I am now having extreme troubles urinating and my right testicle is being pulled up into scrotal cavity. Walking and standing for periods of time is very painful and the sensation of mesh and/or scar tissue entanglement is getting worse. I lost my job due to missing too many days of work because of the severity of pain and the inability to lift, carry, and perform other job functions. I went to the hospital on (B)(6) 2013 due to pain being severe too severe to tolerate. I received only minimal care and very little attention was payed to the details of my injury. It seemed that my concerns about my injury were ignored due to lack of medical insurance. I was treated with pain medication and sent home. On (B)(6) 2013 I went to the hospital because I awoke with severe pain and urinating a large amount of blood. I was given a CT with contrast and was told that I had an infection caused by an obstruction/swollen pathways. From mesh, scar tissue, entanglement. I was given antibiotics and urged to see a surgeon and possibly urologist asap. I have no medical coverage and now no job so I decided to research and see if anyone else has had similar problems and if there was anything that I could do to help heal this. I then read that I have all the symptoms of failed mesh. So now I have retrieved my full medical records from my surgery and found that the product type, name and brand that was used on me is causing other people harm as well. I am looking for guidance for the right course of action in this matter. Reason for use: bilateral inguinal hernia repair.